Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead triggered multiple non-sustained oversensing episodes. No obvious large noise signal was apparent. Further investigation noted the v sense channel was oversensing the atrial. No intervention was made. No patient symptoms were reported.